Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-a bl 22ga x 1.16in had label content missing the following information was provided by the initial reporter: it was reported that quantity of products without expiry date: 5 pieces. Purchase order no. From us to your company: (B)(4) purchase order date: 9/7/2023, delivery date from your company to ours: 2023/10/4, product number / lot number / quantity ordered: (B)(4).

Event description:
On (B)(6): customer provided images of the effected product which displayed lot#: 3132541.

Manufacturer narrative:
Investigation in progress. New information: on (B)(6): customer provided images of the effected product which displayed lot#: 3132541.

Event description:
No additional information provided

Manufacturer narrative:
1. Sample analysis: 1) due to the restrictions of the customs policy, the overseas samples cannot be returned to suzhou. Suzhou has received the returned photos. 2) observed the returned photos, which displays the no expiry date on the lacquer side of the top web. 2.review batch record information: 1)complaint lot#3132541was produced on insyte a assembly line, produced in june 2023, packaging at m860 packing machine in june 2023, lot quantity is (B)(4). 2)review the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. 3)review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. 3. Root cause : the printer issue of package machine cause the ink flow break , the expiry date was not printed on the label. 4. Action: the printer of package machine has been updated to on-line printing with flex plate, (B)(4) control this change, this kind defect doesn¿t occur again. Completed in october 2023, this defect was occurred before change. Supplement : the flex plate online printing rationale: 1. Engrave all information of the unit label at the supplier (include expiry date) , the plant will fai for the flex plate with the order unit label information when plant receive the flex plate, the inspection result is well, then transfer to the package to prepare to print. 2. The online printing instruction rationale: the printer of packaging machine is a roller mechanism, paste the flex plate on the roller. When the machine run, roller with flex plat auto rotary, during this process, the flex plate will touch the ink first, then rotary to the top web position, the unit label information will be printed on the top web (include expiry date), above printing process, cannot occur the information miss. Rsk assessment: all information of unit label (include expiry date) was engraved the flex plate before printing, the move to plant to fai , then move to package machine to printing cannot occur the information miss.